Manufacturer narrative:
Balt USA's reference number:(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f200800002 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "I was just informed of the issue in the case today. Thephysician was repairing a ruptured left pcomm aneurysm and was putting in his fourth optima coil a 3x10 csf. He was taking the coil in and out to reposition when he decided coil wasn't going where he wanted and began pulling coil out and it premature detached in the catheter. The coil inadvertently detached partially within the catheter and the anuerysm, basically the detachment zone broke. He lost the coil out the front of the catheter when he went to remove and the coil flew up the mca and caused a blockage in the artery. He was able to get past the coil and stent it along the vessel in place. Patient had some stroke like symptoms but has recovered."